Manufacturer narrative:
(B)(4). Correction ¿ please correct sosd alert from the initial report to ocd alert. Mandatory medwatch form was received.

Event description:
New information notes that during ddd ICD generator change, compression of the leads on the caudal margin of right clavicle and indeed in passing stylets down the leads was found to be difficult to pass this area. The right atrial lead was also not performing normally and appeared to be involved with the same crushing process associated with the right ventricular lead. A stylet passed down each of the leads and active fixation device was withdrawn. Constant gentle traction on the leads failed to dislodge them and accordingly, laser technology was mobilized. Each of the lead were capped, laser locking stylets passed down their course with some difficulty as noted above. Both leads were removed without difficulty or complication. The patient tolerated the procedure well and there were no complications.

Event description:
It was reported that the patient presented to the ER with chest pain. All measurements were normal, except hvli was unable to be performed due to bigeminy and trigeminy. Patient was admitted to the hospital and was later appropriately shocked three times for vf. Episodes had alert condition for possible high voltage lead issue. Each time the device attempted to deliver through the rv-svc-can vector, the shock was aborted and switched to the rv-can vector, which was successful. The patient was converted each time. Sosd alert and lead replacement was discussed. The lead was explanted and replaced. Patient was stable through the procedure, and experienced no further issues at this point.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 35.0cm to 35.5cm from the distal tip, consistent with lead friction to the ICD can. The efte coating was intact and the inner coil was not exposed at this location. Internal insulation under the svc shock coil was noted at 24.9cm to 25.0cm from the distal tip. The proximal end of svc shock coil was melted, the etfe coating was abraded and the conductors were separated at this location. This is consistent with the observation from the field of out of range hv lead impedance.